Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning around damage to the place where the foreign material remained. . The foreign material was ¿hemoclip.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a hemoclip that was brushed out of the channel and a borescope was used to observe scratching and discoloration in the scope channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an incorrect label, a cut switch 1, a reading at 3 mega ohm, internal damage inside the biopsy channel, a deeply dented plastic distal end cover, a tiny chip around the light guide lens, a cracked bending section cover, a lightly scratched insertion tube, and the angulation below standard value. The investigation is ongoing and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.